Manufacturer narrative:
(B)(4): interrupted firing stroke the (B)(4) device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the scalpel could not cut the tissue completely. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional followup: (B)(4)